Event description:
Customer reported to beckman coulter, inc. (Bec) that the beckman coulter au 680 clinical chemistry analyzer generated erroneous electrolytes results. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found air in the ion selective electrode (ise) line. The fse replaced the reference electrode, the reference fixer, valve 12, valve 13, the print circuit board and the ion selective electrode driver. The fse verified the system performance met specified requirements.